Event description:
Have a philips respironics bipap that is on recall. I have had chronic sinus congestion with periodic nasal bleeding for going approaching 3 months. No medications have helped that I have been using either prescribed or otc. I have registered my machine with philips respironics and discontinued using bipap as of last night when (B)(6) advised at appointment yesterday during annual pulmonary follow up. This submission is in response to instruction received from va about recall on my verified bipap. FDA safety report ID # (B)(4).